Manufacturer narrative:
Section b3 corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to anoxic brain injury. Leading up to death, the patient developed multiple refractory events on heartmate 3 (hm3) despite maintaining flow on percutaneous right ventricular assist device (rvad) on the evening of (B)(6) 2024, which was then complicated by cardiac arrest necessitating conversion to veno-arterial extracorporeal membrane oxygenation (va ECMO). On the following morning, the patient returned to the operating room for central rvad placement. The patient returned to the unit with their chest open. A pan-computed tomography (CT) scan was obtained overnight which demonstrated findings concerning for hypoxemic brain injury. The head CT was consistent with anoxic brain injury and decision was made to make patient do-not-resuscitate (dnr). The patient was transitioned to comfort care the following afternoon. The death was not considered to be device related. The hm3 was operating as expected.

Event description:
It was reported through the patient outcome that the patient passed away due to anoxic brain injury. Leading up to death, the patient developed multiple refractory events on heartmate 3 (hm3) despite maintaining flow on percutaneous right ventricular assist device (rvad) on the evening of (B)(6) 2024, which was then complicated by cardiac arrest necessitating conversion to veno-arterial extracorporeal membrane oxygenation (va ECMO). On the following morning, the patient returned to the operating room for central rvad placement. The patient returned to the unit with their chest open. A pan-computed tomography (CT) scan was obtained overnight which demonstrated findings concerning for hypoxemic brain injury. The head CT was consistent with anoxic brain injury and decision was made to make patient do-not-resuscitate (dnr). The patient was transitioned to comfort care the following afternoon. The death was not considered to be device related. The hm3 was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.